Event description:
Baxter italian service center identified fluid in pneumatic system of returned homechoice machine. Historical information from a comprehensive investigation of this issue identified the source of fluid to be a leak in cassette of homechoice set. No actual set leak, patient injury or medical intervention was reported at time of hardware return.